Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 178 mg/dl. No further information reported.